Event description:
At about 7 weeks post-operatively, the pt developed swelling in one toe following hammertoe surgery on 01-05-00. The reaction spread to the other toes. On 02-25-00 and 02-28-00 pt had surgery to remove the pins (two each date). It was discovered the metatarsal head had extensive bony damage and appeared to have "decomposed".